Event description:
Boston scientific crm received this device for post market evaluation following explant. No field allegations were associated with the returned product and no adverse patient effects reported; however, initial lab assessment confirmed the device did not meet the expected longevity published within product labeling.

Manufacturer narrative:
During our laboratory evaluations, a review of the device memory revealed that the product declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance.